Manufacturer narrative:
Additional, changed, and/or corrected data: b.6., h.6.

Event description:
Healthcare professional reported rupture. This record is for the left side. The device has been explanted.

Event description:
Healthcare professional reported rupture. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, d9, h3, h6. Device evaluation: the device related to the reported events rupture was received on november 19, 2024 with lot number 2993762. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: not observed. As per the investigation procedure, deformation and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Device explanted.